Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colon resection procedure, while resecting the colon, the cartridge and tissue were found to be stuck, and it took time to separate. There was no patient injury.